Manufacturer narrative:
The tech hub that was the subject of the complaint was received and investigated on march 26, 2025.the tech hub was assembled to the bed. Visual inspection showed no issues with the zipper. Excessive force meant to replicate kicking was applied to the tech hub. The thumb screws did not loosen as a result. The complaint could not be replicated. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical received the lot number from the complainant but lot: 0713920623 but the tech hub electronics manufacturing documents are not available for review. The electronics are purchased OEM separately and are then assembled into the final cubby tech hub unit. The tech hub supplier performs inspection for final packaging per wf-007a tech hub assembly batch record. The manufacturing checklist for this specific order was not available for review. The tech hub manual provides the following information: in the warnings section on page 3: check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. Do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. Instructions on page 11: "zip the technology hub into the canopy and secure the zipper to the loop using the lock provided." On page 19 maintenance checklist: discontinue use and contact us immediately if anything is damaged or missing. Technology hub zipper + cord loop are intact and lock is secured. There was no report of injury as a result of the event.

Event description:
Per parent, child was stimming and damaged the tech hub to the point that the screws loosen and child is able to take the tech hub apart. Per parent, child is able to separate the zipper chain at the base of the tech hub and stick his head out. Per parent, the lock was not being used to secure the back of the techhub but the child separates the zipper chain far from the zipper slider at the stop and instead of unzipping it. Per parent, the control cover was being used in all of these incidents. Per parent he tightens and double-triple check all screws, ensuring none comes loose as the other gets tight. The parent stated his child is uninjured. The provided video shows the child playing with the wire and something in his mouth, what it is cannot be confirmed. That same video later shows the child playing with the circadian light and speaker component of the tech hub. Additional video shows the child kicking the wall and the tech hub. A final video shows the child kicking the tech hub. There was no report of injury as a result of the event.